Manufacturer narrative:
(B)(6). Investigation/conclusion: the customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 100 miu/ml hcg urine control; all results were hcg positive at read time and met quality control specification. There were no false negative results obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined without patient specimen in-house analysis and insufficiency information provided by customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
A distributor reported that a customer alleged a potential false (B)(6) urine hcg result using the henry schein hcg urine cassette test. The following information was reported: the fresh urine sample was collected at 2:15 pm and the result was negative on the henry schein hcg urine cassette. The patient's last menstrual period was (B)(6) 2015. A quantitative test was performed on the same day which the result was 106.7 miu/ml. There was no adverse patient sequela. There was no additional information provided.